Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/28/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope and traces of viscoelastic were observed at the cartridge tip. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). There are indications of coating observed at the cartridge canopy. There is no visible gap. The lens was observed stuck at the cartridge. There is no damage on the cartridge tip. The reported issue could not be verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore after a pcb00 28.0 diopter lens was implanted in the patient's left eye (od). Therefore, the lens was removed, a vitrectomy was performed, and the replacement lens was a non-johnson and johnson lens. There was no incision enlargement or sutures used. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.